Event description:
The patient underwent surgery (date of surgery not reported) due to juvenile bone cyst at humerus, which had been filled with actifuse. Four (4) weeks after surgery patient had to be hospitalized due to reddening and swelling in the area of surgery. The inflammation parameters were without pathological findings. Patient was treated with antibiotics. The patient underwent surgery (date of surgery not reported) due to juvenile bone cyst at humerus, which had been filled with actifuse. Four (4) weeks after surgery patient had to be hospitalized due to reddening and swelling in the area of surgery. The inflammation parameters were without pathological findings. Patient was treated with antibiotics. Additional information received: patient has been treated with the following batches: actifuse abx lot: els80f0094gp 2x10ml (captured under (B)(4); previously reported under emdr: 3004450973-2012-00003); actifuse abx lot: els80f0223dp 1x5ml (captured under (B)(4); this submission); actifuse abx lot: els80f0134cp 1x5ml (captured under (B)(4); will be submitted); actifuse abx lot: els80e0564jp 1x2.5ml (captured under (B)(4); will be submitted).

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: apparently a local inflammatory reaction with fever, local hyperemia and swelling occurred four weeks postoperatively after use of actifuse abx for filling of a juvenile bone cyst. Inflammatory lab parameters have been negative at readmission. Actifuse is supplied sterile and unlikely to cause infection. Based on the existing clinical data we cannot rule out that actifuse has contributed to the reported complication. A final judgment of the causal relationship will be determined as soon as the clinical questions have been clarified and the lots have been internally checked. Additional information is being requested. A follow-up report will be submitted upon the receipt and evaluation of the additional information once received.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information from the reporter a final judgment of the causal relationship is not possible. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. The manufacturing facility, baxter (B)(4), completed the batch reviews for (B)(4). The batch reviews showed no non-conformities, failures, rework or deviations that could have caused or contributed to this complaint. This is the first complaint of this nature received for this product lot. It will be kept on file for trending purposes.